Manufacturer narrative:
Ortho performed retain testing, return testing, batch review, complaint review by lot and master lot. All results were satisfactory. (B)(4).

Event description:
Report 1 of 2. Customer reporting event of false negative reaction with the anti-a microtube(forward) for one sample tested using mts abd/rev gel cards when compared to positive results observed with the same patient by the traditional tube method. According to customer, a pregnant female was admitted to facility on (B)(6) 2017 with no prior blood type history. A sample was initially tested on vision analyzer (mxp 1946838) using mts abd/ rev grouping cards and result from vision showed blood type as group b, rh positive. Because of no history, sop from hospital required repeat testing using tube method. Tube result indicated the blood type of patient to be group a subb and anti-a1 lectin negative. Because of abo discrepancy, additional testing using anti-a1 lectin was performed and reported as negative. Sample was send to reference lab for confirmation and according to report from reference lab, the blood type was confirmed to be a subb with anti-a1 negative issue started on: (B)(6) 2017 reported 10.3.2017. Methodology used: vision/ manual gel. Pattern observed: negative in gel- positive in tube (1+). Customer was expecting: positive. Test repeated: yes, using manual gel method (see mxp 1946842) and still saw negative in the anti-a microwell ( forward). Result obtained by repeating: negative in manual gel. Method used to repeat: tube method was positive in tube ( anti-a ). Sample type: edta. Visual appearance before use: acceptable. Reagent red blood cell storage and handling: as per IFU. Customer repeated testing with new sample drawn from patient on (B)(6) 2017 and results were still negative on vision (mxp 1946838) and manual (see mxp 1946842).